Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with a bolus delivery and set change. Customer declined troubleshooting. Customer was given suggestions for preventing occlusion. Customer was advised that insulin pump would be replaced.